Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file from (B)(6), containing approximately 5 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). No external power events were observed on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 while the controller was connected to the mobile power unit. During each of these events, the rsoc and voltage values of both power cables steadily decreased. No external power alarms activated as the rsoc values reached ~0v. The ebb activated as intended each time, and the operation of the pump was not affected by the losses of external power. The abnormal alarms cleared when the rsoc and voltages of both cables returned to their typical values. The observed events are consistent with the provided information that the ac power cord was accidentally disconnected at the wall outlet. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the observed no external power alarms was determined to be a loss of ac power due to the ac power cord being unplugged at the wall outlet. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning alarming after the controller was dropped. The event log file from system controller hsc-129451 indicated that the patient switched from battery power to mpu power on (B)(6) 2023 at 19:45:19. On (B)(6) 2023 at 8:00:57, a low power hazard event occurred. There were then some fluctuations in the voltage from the mpu. At 8:06:26, a driveline disconnect events was recorded, the pump speed is 0 rpms. At 8:08:35, a system controller shutdown sequence was initiated. The patient reported issues with the ac power cord being loose at the power outlet in his home. A loose ac power connection on the mpu can cause low power hazard events and no external power events while connected to mpu power. Log file from system controller hsc-129920 also recorded similar events on (B)(6) 2023. Again, these were all occurring while connected to mpu power and can be a result of the ac power cord coming loose at the wall outlet. The current ebb use count on system controller hsc-129920 is 19. The cause of no external power was identified by abbott engineer, that the ac power cord was coming loose from the wall outlet. The alarms resolved. No products will be returning at this time. Related controller (hsc-129451) is reported under MFR# 2916596-2023-06457.